Event description:
The lead was returned following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Death certificate received and noted cause of death to be parkinson's disease with other significant medical conditions reported as dementia, atrial fibrillation, and achalasia. Follow up with the clinic revealed the last device check had been (B)(6)2009 and that pacing, sensing, and battery status all were normal. The patient was not pacemaker dependent. The patient died in hospice care.

Event description:
The lead was returned following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Death certificate received and noted cause of death to be parkinson's disease with other significant medical conditions reported as dementia, atrial fibrillation, and achalasia.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation (non-electrical). Proximal segment returned and analyzed.